Event description:
Baxter lithuania reported a pt experienced 2 incidents of the clamp breaking on her transfer set.

Event description:
A patient experienced 5 incidents of the clamp breaking on their transfer set. Per affiliate, the patient's sets have broken in 2 weeks to 3 months usage. The patient reported that two days prior to the incident in october, the clamp had felt like it stuck, but was functioning properly. Per affiliate, when the clamp broke the patient noted the clamp would not close off the flow of solution. Per affiliate, this issue was noted during use and no further information was provided at the time of initial report.